Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and an unexpected restart alarm. The customer¿s blood glucose was 11.5 mmol/l at the time of incident. Customer stated that the insulin pump buttons were unresponsive. Customer also reported that the insulin pump alarmed unexpected restart after the battery has been changed and unable to clear the alarm due to unresponsive buttons. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with esc and act buttons unresponsive due to corroded keypad traces. We were unable to verify unexpected restart alarm, battery out limit, battery icon anomaly or perform the self test, unexpected restart error test and displacement test due to button keypad anomaly. However, the insulin pump passed stop current test. The insulin pump had a cracked case at display window corner, reservoir tube lip, belt clip slot, minor scratched and cracked display window, and stained end cap sticker.